Event description:
It was reported that the pt never had therapeutic effect following the implant. The pt did not experience pain relief when the stimulator was at a "comfortable" setting. The pt did experience relief during reprogramming, but the effect stopped when the pt returned home. The pt also experienced a shocking or jolting sensation when she coughed. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.